Event description:
Three (3) needles broke in use ¿ for two, the needle broke at tip, for the third, the swedged suture came apart from the needle. All pieces accounted for by attending surgeon. Patient received an x-ray for packed sponge removal but no retained bodies seen.